Manufacturer narrative:
Continuation of d10: product ID 37612 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implant has moved up and it is higher then it used to be.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, who reported difficulty connecting to their implants and requested assistance in checking their settings. After reviewing navigation basics and general use, the patient successfully connected to one implant but had difficulty navigating the screens to check the other side. With assistance, the patient was able to connect to the other implant and view its settings. Both implants were confirmed to be charged to 100%. The caller stated that the patient is scheduled for surgery on july 14th to have both implants replaced. They noted that the right stimulator had moved up toward the collarbone, though it is unclear when this was first noticed. The caller also mentioned that this is the second implant, which the surgeon determined was buried too deep, leading to the decision to replace both implants. The patient was redirected to their healthcare provider for further evaluation and management.